Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-17857. It was reported that the patient experienced a loss of coverage on both leads. The patient underwent a surgical procedure on (B)(6) 2022 during which both leads were explanted and replaced to address to issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.